Event description:
It was reported that the pump reset unexpectedly and multiple cartridge alarms (alarm 19) occurred. Customer's blood glucose was 116-355 mg/dl. Customer continued to use pump for insulin therapy.